Event description:
Problems noted: capsular contracture: "rock hard," some numbness, breast very cold in winter, some internal leakage, calcification within implant, possible headaches and cannot lie on stomach. On 1/3/75, rptr had augmentation mamoplasty. On 8/24/77, she had an open release of scar contractures of both breasts. The rptr is planning to have the implants removed.